Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a mechanism of the instrument does not work. This report is 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was performed. Coupling of the transforaminal posterior atraumatic lumbar cage (t-pal) is broken. The investigation of the complaint articles has shown that the coupling at the t-pal is broken off and remains into the application knob. This is the reason that function is not given anymore. A handling test with functional parts has shown that the instrument is working properly. The article was analysed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The knob at the proximal tip is jamming.